Manufacturer narrative:
The calibration and the quality control recovery are within the acceptable range, showing no indication of a reagent or instrument performance issue. The cause of the event could not be determined. The issue is consistent with sample interference. For further investigation, the sample was requested but not returned. The customer stated that there is no sample material left for additional investigation.

Event description:
The initial reporter complained of discrepant results for one patient sample tested for digoxin (dig) on a cobas pro c 503 analytical unit. The initial result of the first sample tested on the c503 module was < 0.3¿g/l. This result was reported outside of the laboratory where it was questioned by the doctor as it was not plausible. The sample was repeated on a cobas c6000 system with a result of < 0.3¿g/l. The initial result for the second sample (new blood drawn on 28-oct-2022) tested on the c503 module was < 0.3¿g/l. The sample was repeated on a cobas c6000 system with a result of < 0.3¿g/l. The patient was sent to another laboratory where a new sample was obtained and the result from a cobas 8000 system was 0.76 ug/l. A third sample was obtained on 03-nov-2022. A serum sample and a lithium heparin sample were obtained at the same time. The serum sample was tested on the c503 module with a result of 0.3 ug/l. The lithium heparin sample was sent to the other laboratory and the result from a cobas 8000 system was 1.0 ug/l. The high results from the other laboratory (1.0 g/l and 0.76 g/l) were considered to be correct. The c503 module serial number was (B)(4). The serial numbers for the cobas 8000 and the cobas 6000 systems were requested but not provided.